Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 400mg/dl and "coded 3 times." Reportedly, customer inadvertently filled the cartridge pigtail with insulin instead of the cartridge directly. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
The tandem user guide describes how to re-insert the needle in the fill port and slowly fill the cartridge with insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.